Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation it was found that there were foreign objects in the air/water tube, air/water cylinder and the forceps channel port. The reported fault was likely a result of insufficient reprocessing. There was no sign of leakage. The distal end insulation test failed. In addition, the non-reportable findings were as follows: the grip, and the switch 3, both had a scratch. The scope cover was shaved, and the air/water cylinder and suction cylinder, both had no color. The scope connector cover unit, plug unit, the circuit board unit suction connector and the scope connector case unit all had corrosion due to water leakage. The insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover. The play of the upward/ downward knob was out of the standard value due to wear of the angle wire. The light guide lens, and the adhesive on bending section cover, both had a crack. The connecting tube, and the switch 1, both had a cut, and the universal cord had a dent. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that broken tie rods were observed on the colonovideoscope. The device was returned for evaluation. During the device evaluation a white foreign material was found. The forceps channel port, the air/water cylinder and air/water tube all had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the biopsy port, air/water cylinder and air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.